Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens haptic was broke when inserted in the cartridge and was noticed after lens was injected into the patient eye and the lens was removed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).